Event description:
The ortho provue gave compatible false negative results for a sample that was 3+ incompatible in the tube method. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and verified card reader, alignment, and optics. The fe checked the card gripper and card placement. The fe replaced the syringe and wash station. The fe performed several primes and final wash to verify no leaks or probe obstructions. The fe performed wad diagnostics and all passed. The customer ran and passed qc. Repairs have returned this instrument to expected operation. (B)(4).